Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The patient¿s blood glucose level was 313 mg/dl at the time of the incident. Customer stated the location of the leak was past the second o-ring of the reservoir compartment. After troubleshooting, customer was advised the reservoir and transfer guard will be replaced. The product will be returned for analysis.

Manufacturer narrative:
Evaluated one seal reservoir. Performed pre-fill reservoir test. Found reservoir no leakage no air bubbles anomaly when removing the plunger, performed manual test and found plunger easy to release from stopper-plunger. Also inspected reservoir's o-rings/stopper groove for anomalies, none were found. Ran basal, bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump. Performed device manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir do not leak and not air bubbles. (B)(4).